Event description:
Pump has been broken since last week, after the infusion last week. Will send a replacement pump monday for tuesday delivery. Unk how pump was broken. Pt will manually infuse her next dose, so she doesn't miss one. Malfunction did not occur while in use. No adverse effects were experienced. Yes we are replacing and returning damaged pump. Dose or amount: 6gm, frequency: q week, route: sq. Dates of use: from (B)(6) 2014 to ongoing. Diagnosis or reason for use: non familial hypogammaglobulinemia.